Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sliding of the band because the sample was not returned for assessment. Without a sample, the exact root cause could not be determined. The likely root cause is the band is being applied too tight and during inflation the band is rotating to allow for air input. Review of device history record (DHR) could not be completed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported the involved tr band was sliding and rotating around the patient's wrist upon inflation. The patient condition was stable. The procedure outcome was unknown. The patient was not injured during the event and medical or surgical intervention was not required. The event happened post-treatment. Additional information was received on 06 april 2023: rotation happened when the air was being added to the band. The staff tried to prevent the sliding and rotating of the device. There was no reported blood loss. 18cc of air was injected into the tr band when it was applied. Two (2) hours after the procedure, the tr band started to deflate. Hemostasis was achieved by the involved tr band. There was no noticeable damage to the tr band. Additional information was received on 28 april 2023: the user facility reported and confirmed that the actual tr band in this case did not deflate during the incident. The information reported on the 6th of april was a miscommunication.